Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was jammed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the found that auxiliary drawer 4.1 had sticking rails. The field service engineer mentioned that the customer had requested to replace the drawer to resolve the rail issue. The fse located the station and ran a test using the application diagnostics. And no additional issues were found with the drawer in the station. All cables and connections were inspected to ensure nothing was rubbing against grounding or metal surfaces. The fse logged into windows administrator and reviewed the event viewer for unexpected reboots. All were worked normally. The system functioned as intended after the field service engineer repaired the device.